Event description:
Member had an allergic reaction and believes it may be similar to a current medication being filled. Member was transferred to a pharmacist to get a consult on what to do. Strength: 88 mg milligram(s). Dose or amount: 88 mg/ml - milligrams per milliliters. Frequency: every 6 months. Route: intramuscular.